Event description:
It was reported the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. All other electrical measurements were normal. The noise was not reproducible via isometrics, and the lead was reprogrammed at that time. The lead was explanted at the pulse generator change-out procedure. During the procedure, insulation abrasion on the right ventricular lead was observed. Both right atrial and ventricular leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. External insulation abrasion exposing the outer coil was noted at 7.1 cm to 7.3 cm. 13.8 cm to 14.7 cm and 19.9 cm to 20.0 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can, friction to another device or feature of the heart and the reported event of noise.